Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. The event is detectable and preventable by handling device in accordance with the following IFU: the reported risk/harm are listed in "7.1 inspection, 8.11 troubleshooting". There is no indication that this device was not used in accordance with the IFU/labeling. ·event1 error 433. 7.1 inspection the inspection of this electrosurgical generator and other equipment to be used with this electrosurgical generator is recommended before every operation. Refer to the respective instruction manual for each item. Refer to the instruction manual of the equipment and inspect all equipment as described on the following pages. Warning damages and irregularities damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Before each use, inspect this electrosurgical generator as instructed below. Inspect other equipment to be used with this electrosurgical generator as instructed in their respective instruction manual. If the output is activated and the output tone can be heard but no output indicator illuminates or the touchscreen is off, stop the procedure immediately, switch off the electrosurgical generator. Otherwise, it may cause perforation, bleeding and user and/or patient burns. Should the slightest irregularity be suspected, do not use the electrosurgical generator and refer to section ¿8.11 troubleshooting¿ on page 91. If the irregularity is still suspected after consulting this chapter, contact olympus. 8.11 troubleshooting caution. Repairs must only be carried out by olympus or a firm authorized by olympus. If the electrosurgical generator does not functioning properly, immediately stop the procedure. Check if any error window is displayed. If an error window is displayed, use the information in section ¿8.11.1 error messages, codes and measures¿ on page 95 to identify and correct the malfunction. If no error window is displayed, use the information in section ¿8.11 troubleshooting¿ on page 91 to identify and correct the malfunction. If the problem cannot be resolved by the above described remedial action, stop using the electrosurgical generator and contact olympus for repair. General problems perform the indicated remedial actions below. If the problem cannot be resolved by the described remedial action, contact olympus. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Event description:
It was reported the the generator was giving a 433 error code. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.